Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 1 month. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2015. It was reported that the patient was sent to radiology for x-rays due to a possible issued with the wires of the percutaneous lead (driveline). On (B)(6) 2018 x-rays of the percutaneous lead (driveline) and system controller leads were reviewed by the technical services representative and shield damage at the end of the external portion of the driveline was noted. The physician and lvad clinician requested a driveline replacement before the damage progressed any further. On (B)(6) 2018, a percutaneous lead (driveline) replacement was performed by the technical service representative.